Manufacturer narrative:
Reviewed device history records. Device was manufactured to applicable specifications. No manufacturing defects, signs of excessive wear, or inclusions that would cause this failure were observed. The fracture features were characteristic of a fatigue failure. The failure surface was roughly orthogonal to the major axis suggesting that the screw broke in bending rather than in torsion. No significant material anomalies were observed for the fractures. Radiating crack propagations were visible on the fracture surface. These crack propagations indicate that the screw broke due to repeated bending fatigue over a period of two years. The bone screw likely fractured due to a repeated fatigue bending force applied to the screw while in the pt. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Revision surgery performed to remove construct due to broken screw.